Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/15/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2013 with the following findings: there was no damage found to the keypad. All buttons respond to presses appropriately. The keypad was removed and there was no damaged misaligned contacts found. There was no evidence of contamination found under button contacts.

Event description:
The patient contacted animas on 07/24/2013 reporting that the pump seems sluggish at times responding to touch. There is no reported adverse event associated with this case. This report is being made due to the button issue.